Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6)2023 during follow-up for file (B)(4), fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized on (B)(6)2023 reportedly due to an infection in the patient¿s peritoneum. Follow-up with the patient¿s home program manager (hpm) revealed the patient did not have peritonitis, nor an infection of the peritoneum. The patient reported they began feeling nauseous, dizzy, and was experiencing stomach discomfort on (B)(6)2023. On (B)(6)2023, the patient presented to the emergency room with ¿excruciating¿ abdominal pain, dizziness, and on-going nausea. The patient was formally admitted, and radiological testing revealed the patient was suffering from diverticulitis. The patient was started on intravenous (IV) ciprofloxacin (dose not provided) daily, and by the morning of (B)(6)2023 the patient¿s nausea, dizziness and abdominal pain had all resolved. The patient did not undergo pd therapy on (B)(6)2023, allowing time for the abdominal pain and nausea to subside. The patient resumed ccpd on (B)(6)2023 without issue and was discharged home on (B)(6)2023. The patient¿s IV ciprofloxacin was transitioned to an oral dose, and the patient is recovering from the events. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s).

Event description:
On (B)(6) 2023 during follow-up for file (B)(4), fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized on (B)(6) 2023 reportedly due to an infection in the patient¿s peritoneum. Follow-up with the patient¿s home program manager (hpm) revealed the patient did not have peritonitis, nor an infection of the peritoneum. The patient reported they began feeling nauseous, dizzy, and was experiencing stomach discomfort on (B)(6) 2023. On (B)(6) 2023, the patient presented to the emergency room with ¿excruciating¿ abdominal pain, dizziness, and on-going nausea. The patient was formally admitted, and radiological testing revealed the patient was suffering from diverticulitis. The patient was started on intravenous (IV) ciprofloxacin (dose not provided) daily, and by the morning of (B)(6) 2023 the patient¿s nausea, dizziness and abdominal pain had all resolved. The patient did not undergo pd therapy on (B)(6) 2023, allowing time for the abdominal pain and nausea to subside. The patient resumed ccpd on (B)(6) 2023 without issue and was discharged home on (B)(6) 2023. The patient¿s IV ciprofloxacin was transitioned to an oral dose, and the patient is recovering from the events. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s).

Manufacturer narrative:
Correction: h10. Upon review of this file it was determined that the reported event of diverticulitis was not related to fresenius products or pd therapy. As there is no allegation or objective evidence indicating a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the serious adverse events experienced by the patient, report MFR 2937457-2023-00861 does not meet criteria for a reportable event and no further updates will be made to this report.

Event description:
On (B)(6)2023 during follow-up for file (B)(4), fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized on (B)(6)2023 reportedly due to an infection in the patient¿s peritoneum. Follow-up with the patient¿s home program manager (hpm) revealed the patient did not have peritonitis, nor an infection of the peritoneum. The patient reported they began feeling nauseous, dizzy, and was experiencing stomach discomfort on (B)(6)2023. On (B)(6)2023, the patient presented to the emergency room with ¿excruciating¿ abdominal pain, dizziness, and on-going nausea. The patient was formally admitted, and radiological testing revealed the patient was suffering from diverticulitis. The patient was started on intravenous (IV) ciprofloxacin (dose not provided) daily, and by the morning of (B)(6)2023 the patient¿s nausea, dizziness and abdominal pain had all resolved. The patient did not undergo pd therapy on (B)(6)2023, allowing time for the abdominal pain and nausea to subside. The patient resumed ccpd on (B)(6)2023 without issue and was discharged home on (B)(6)2023. The patient¿s IV ciprofloxacin was transitioned to an oral dose, and the patient is recovering from the events. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s).

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler and the serious adverse events of nausea, dizziness, abdominal discomfort/pain, and diverticulitis which warranted hospitalization and antibiotic therapy. Per the pdrn, the events are unrelated to the utilization of any fresenius product(s) and/or device(s). Most patients with colonic diverticula will remain completely asymptomatic. However, 10¿20% of patients with diverticulosis will manifest symptoms and signs of illness. Based on the information available, the liberty select cycler can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the serious adverse events experienced by the patient.